Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not detected on the bus. The refrigerator was replaced for maintenance, after which the remote manager stopped reading. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) identified that the remote manager was not detected on the communication bus and observed no indicator lights on the controller board or latch. The fse replaced the remote manager controller board and, during a proactive inspection, identified that the latch failed the hardware test, after which the latch was also replaced to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.